Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for tibial shaft fracture with an expert tibial nail and the drill bit. During the ap hole drill, the surgeon couldn't drill the front cortex with the radiolucent drive and a drill bit. The surgeon stopped using the radiolucent drive, and he used the drill bit. The surgeon could drill ap hole with the drill bit, but during ml hole drill, the drill bit broke. The surgeon used another drill bit, and the surgery was completed successfully with a thirty (30) minute delay. The surgeon confirmed by x-rays that there were no fragments in the patient. There is no patient consequence. This report is related to (B)(4) which reports about the radiolucent drive defect. This report is about the breakage of the drill bit. This report involves one (1) drill bit ø4.2 calibr l270 3flute f/03.0. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the visual inspection has shown that the drill bit 4.2 is broken off as complained. The geometry of the cutting grooves are abnormal twisted in counter clockwise. Additionally, the cutting edges are strongly wear and tear marks visible. The received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2014 according to the specification. Based on that and the condition of the instrument, a product related issue can be excluded. Based on the provided information we can only assume that a combination between intense use, a mechanical overload situation or an metallic contact during use did lead to breakage of the drill bit. Furthermore, the indication that the geometry of the cutting grooves are abnormal twisted in counterclockwise has shown that was an exeeding applied torsional force in counter drilling direction. Please note; we would like to draw your attention on page 4 in the leaflet ¿important information¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 03.010.123, synthes lot number: f-15673, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 26. June 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.